Manufacturer narrative:
(B)(4). Date sent 6/13/2025. D4 batch # m9a996. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no damage to the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuation of the trigger. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feed link was noted broken causing the feeding issues and twelve(12) clips were found inside the clip track. The event reported was confirmed and it is related to improper use of the device. Possible causes for the damage found is due to the jaws may have been restricted during firing, or not fully through the trocar during firing. Please reference the instruction for use for more information. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch m9a996 number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot/batch number, m9a996, and no non-conformances were identified. Additional information was requested, and the following was obtained: how was the bleeding controlled? Tbc. How much blood was lost (ml)? Tbc. Did the patient require a transfusion? Tbc. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Tbc.

Event description:
It was reported that during an unknown procedure there was no clips coming out from the clip applier. The outcome was, they had to open a 10mm clip applier and that worked. The patient was bleeding; the clip was a bit bigger and prolonged operation time. The surgery was delayed because another device was opened. The delay was probably about 30 minutes.